Event description:
A malfunction alarm was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send the customer a replacement pump with updated software and provided instructions for storage and returning the faulty pump. The customer will use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery and was informed about training availability in their tandem source account.